Event description:
It was reported that there were concerns this right atrial (ra) lead had dislodged shortly after implant. There were high thresholds and undersensing issues. It was noted that the there was failure to capture and slack had been pulled back. A x-ray imaging and lead testing was performed to confirmed the dislodgement. A revision procedure was performed to add more slack. This device remains in service. No additional adverse patient effects were reported.